Manufacturer narrative:
The pump was received with blank display due to corroded battery cap contacts. The pump was tested with a test battery cap and the pump powered on properly. The pump passed pump self-test, off no power test, unexpected restart test, displacement test, rewind test, basic occlusion test, prime test, occlusion test, and excessive no delivery tests. The operating currents were in spec. There were minor scratches on the lcd window, cracked lcd window, cracked case at the display window corner, cracked reservoir tube lip, scratches on reservoir tube window, and cracked battery tube threads.

Event description:
The customer reported via phone call of issues with their insulin pump. The customer states the pump had blank display. The customer's blood glucose level at the time of incident was unknown. Troubleshoot was conducted and the display did not return. The customer was advised the pump would be replaced and returned for analysis.